Manufacturer narrative:
Insulin pump received with motor error alarm due to corroded motor home switch. Found moisture damage on the mother board. Unit had broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error due to exposure to moisture. Mother stated that the insulin pump has a crack around and on top of the reservoir compartment due to possibly being dropped. Mother stated that she did not have the insulin pump available to troubleshoot. Customer's blood glucose reading at the time of the call was 542 mg/dl and the customer was treated with manual injections. The insulin pump is being replaced.